Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and mildly calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous right coronary artery that is 90% stenosed. An intravascular ultrasound catheter failed to cross so pre-dilatation was to be performed. During advancement of the 2.25x15 trek rx balloon dilatation catheter (bdc), slight resistance was noted due to anatomy. Once at the lesion for pre-dilatation, the trek rx bdc ruptured at 9 atmospheres during the second inflation. An unspecified balloon and unspecified drug coated balloon were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.